Manufacturer narrative:
The distributor was able to provide the part number for the plate that was used in this case on (B)(6) 2017. Therefore, this is report one of two for the same event; reference report 0001032347-2017-00403 for the newly identified part.

Event description:
It is reported the construct consisted of four of the four hole plates. A manual driver was used to lock the screws into the plates. During the revision the loose screw was removed and a new screw was inserted into the same hole. It is reported the patient is currently in stable condition. The distributor reported the surgeon thinks the screws may have needed to be locked in further at the time of implantation, but is not exactly sure of the cause of the event.

Manufacturer narrative:
It is reported the patient requested to keep the screw, therefore the device will not be returned to the manufacturer for evaluation. Migration, bending, fracture or loosening of the implant are listed as possible adverse effects in the package insert. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision due to a screw that loosened and migrated slightly in the patient was reported. The original surgery occurred in 2013, however the exact date is unknown. The patient reported discomfort and the loose screw was identified via palpation and x-ray. During the revision only the loose screw was removed and it was not replaced with another screw. The patient was treated and discharged without complications.